Event description:
It was reported that the patient passed away due to cerebral bleeding from a massive transfusion during a surgical aortotomy (reported as unrelated to lvad / lvad procedure). The device was working as expected for the whole time of support. Coagulation was immediately derailed post operation, which was caused by massive transfusion. The outcome was not related to the left ventricular assist device (lvad) or lvad procedure. The outcome was not device or therapy related. An autopsy was not performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.